Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.